Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 30, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured and was received incomplete. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on october 13, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photo was completed by the failure analysis lab on august 3, 2020. Device evaluation summary: upon visual evaluation of the image, the implant was observed ruptured and an area of missing material is noted. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision on an unknown date with 250 cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through ultrasound. As a result, the devices were replaced with unspecified new implants on (B)(6) 2020. See 1645337-2020-09160 for contralateral prosthesis report.